Manufacturer narrative:
Product was not available for return. Root cause determined to be patient anatomy. Condition is addressed in the package insert. Review of device history records found this unit was released to distribution with unrelated deviations or anomalies: pn 11-363660 ln 166040. Review of complaint history found no additional issues reported for item: 11-363660 / lot: 166040 combination. Relayed results to the sales rep via email on nov 19, 2014. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported to the 411 group that the sales rep requested information on the bio-clad due to revision of a g7 cup. Patient was initially implanted on (B)(6) 2014. Subsequently, patient was revised on (B)(6) 2014 due to dislocation. It was discovered that the patient had poor bone quality and that was the cause of the dislocation, not the cup. No further information available.